Event description:
It was reported that a v60 device malfunctioned. An unexpected stop of the v60 machine without warning was highly suspected to have occurred. Patient had delayed therapy. A male patient of unknown age who was an inpatient in an intensive care unit (ICU) was placed on a non-invasive (niv) v60 ventilator (software version 3.0; serial number (B)(4)) for acute respiratory failure for suspected lung malignancy. On an unknown date, the nurse noted that the device malfunctioned. It was highly suspected that an unexpected stop of the v60 ventilator had occurred. Patient had delayed therapy. The device was stopped and restarted and outcome after restart was not reported. On (B)(6) 2022 at 8:45 am, the patient was transferred from the ICU to a stepdown unit for close monitoring and the device was replaced with another v60 ventilator (serial number not reported) due the patient's risk of deterioration and potential increase bipap support. The patient continued to deteriorate throughout the day despite appropriate niv treatment. An urgent family meeting which was organized by the medical team was held and the decisions made during the meeting were not reported. The patient passed away in the mid-afternoon of (B)(6) 2022. The investigation regarding this case is ongoing.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
This report has been downgraded from death to a product problem as there was no direct allegation of patient harm. A male patient of unknown age who was an inpatient in an intensive care unit (ICU) was placed on non-invasive (niv) v60 ventilator (software version 3.0; serial number (B)(6)). On (B)(6) 2022 at 8:45 am, the patient was transferred from the ICU to a medical ward to continue niv for type 1 respiratory failure (rf) for suspected lung malignancy. While in the medical ward, the nurse on duty observed that ¿the bipap air hissing noise¿ was not evident. An unexpected stop of the v60 machine without warning was highly suspected to have occurred, causing a delay in patient therapy. The auto-trak+ option was not installed on the ventilator at the time of the incident. The device was stopped and restarted and outcome after restart was not reported. The patient was transferred from the medical ward to a stepdown unit for close monitoring and the device was replaced with another v60 ventilator (serial number not reported) due to the patient's risk of deterioration and potential increase bipap support. The patient continued to deteriorate throughout the day despite appropriate niv treatment. An urgent family meeting which was organized by the medical team was held. Although requested, the decisions made during the meeting were not provided. In the mid-afternoon of (B)(6) 2022 patient passed away on the second v60 ventilator (serial number not provided) with the cause of death not reported. There was no allegation of malfunction on the second device. Additional information has been requested to obtain the serial number and other clinical details regarding the secondary device. The v60 ventilator (software version 3.0; serial number (B)(6)) was evaluated and inspected by the institutional technician. The event log (drpt) was retrieved and furnished to philips. It showed no evidence of loss of functionality without the alarms, and no evidence of 35v failure. There were multiple episodes of diagnostic code 1211 (high rate) from (B)(6) 2022. No parts were replaced. On 06-jun-2022, the institutional technician performed a performance verification test (pvt), and the system passed and met the manufacturer¿s specifications for the performed service and was placed back into clinical use. The customer confirmed that there was no direct allegation of patient harm. Further information has been requested regarding the details of the reported event.

Manufacturer narrative:
The engineer confirmed that they did not have the serial number for the secondary v60 ventilator.